Manufacturer narrative:
Problem code 1504 captures the reportable investigation result of balloon pinhole. A visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a pinhole was found on the distal ro marker of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had a hole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation result: a visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a pinhole was found on the distal ro marker of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon had a hole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.